Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system with an associated non-boston scientific his bundle (hb) lead, exhibited oversensing of noisy signals resulted in approximately 7 seconds of asystole. High out of range pacing impedance measurements were also recorded on the right ventricular (rv) channel. These events ultimately led to a syncopal episode for the patient. Technical services (ts) was consulted and noted a possible anomaly in the header-pin interface. The device was subsequently reprogrammed. No additional adverse patient effects were reported. This pacemaker remains in service.